Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with struts on the first row lifted proximally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hyptoube kinks and the shaft broke at 1cm distal from the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28x3mm, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 2.75x20mm promus element plus drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device followed by post dilatation with a 2.0x20 balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube broken.